Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose level was 427 mg/dl. Customer still had an infection and since her heart rate was so high, she was admitted again. Customer had the following symptoms: vomiting, diarrhea, and an increased heart rate. Customer was treated with an insulin drip. Customer stated that the infection caused her blood glucose level to go high. Customer stayed in the hospital for 5 days and had diabetic ketoacidosis. Customer was not wearing the pump the first 2 days that she was on the insulin drip. Customer was hospitalized on (B)(6) 2015 for pneumonia. Customer was treated with an IV insulin drip and antibiotics drip. Customer was not wearing the pump at the time of admission and was released after the (B)(6). Customer stated that the act button was also stuck on the insulin pump and does not work. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.